Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of pump error alarms. The customer's blood glucose was 101 mg/dl. Customer is returning the pump for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error detected (line number 1042 file number 417) and the motor arm cannot communicate with the main arm alarms due to a software error. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the insulin pump back on. No unexpected post-reset ram crc alarm, history pointers failed, or trace pointers are invalid alarms were noted.